Event description:
It was reported by a customer on (B)(6) 2011, that during the middle of the procedure, the laser system shut off. Per the customer, the screen went blank and the laser stopped firing. No pt injury was reported. Per american medical systems technical support, advised customer to shut laser off/on by circuit breaker. Per the customer, this was already done 3 times and the laser still did not turn on.